Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not functioning properly was not confirmed. It was determined that the device passed all tests and functioned properly. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the electric motor had excessive vibration and an unknown substance was found on the internal components. It was determined that these issues were consistent with component wear/age. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery reamer/drill device was not functioning properly. During in-house engineering evaluation, it was observed that the electric motor had excessive vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.